Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture. Concomitant products: 595cc mentor memorygel breast implant, catalog # shpx595, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a 595cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Rupture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.